Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the clips were coming out of the device scissored. Another device was used to complete the case with no patient consequence.